Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor hearing performance which could not be resolved with reprogramming of the device. The device was explanted on (B)(6) 2019 and reimplanted with a new device at the same time as that of the explantation.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on may 30, 2019.